Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare has completed its investigation. A nurse entered the mr scan room with a portable oxygen tank that was ferromagnetic. The ferrous object became attracted to the magnetic field and was pulled toward the magnet bore. The nurse attempted to stop the object but was unable to do so and sustained a finger injury. The site confirmed that mr safety signage was appropriately displayed and that the involved nursing technician had received training in mr safety protocols. The root cause of the event was determined to be use error (inattentive personnel). The operator documentation outlines the risks and safety precautions associated with bringing ferrous materials into the scan room while the magnet is at field. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.

Event description:
It was reported that a nurse entered the mr scan room with a portable oxygen tank that was ferromagnetic, resulting in it becoming attracted and attached to the magnet. The nurse attempted to prevent the oxygen tank from being pulled into the magnet, and in doing so, sustained a dislocation of the middle finger/third digit. The injury was treated with a closed reduction procedure. The patient positioned within the mr system at the time was not harmed.

Manufacturer narrative:
Legal manufacturer: hcs tianjin - no.266 jingsan road, tianjin airport economic area china tianjin tianjin, 300308. D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.